Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device pretest could not be completed because the device disconnect sleeve would not retract to hold the cutter to perform the pretest. It was determined that the driveshaft was broken in half due to excessive force. It was also determined that the flex circuit showed signs of damage associated with sterilization and the motor had "liquid stains" on it. It was determined that the disconnect sleeve would not retract because the locking mechanism was damaged from the broken driveshaft. It was determined that, based on the type of damage, it was highly likely that the customer experienced smoke and squeal. Therefore, the reported condition related to the smoke and squeal was confirmed. The assignable root cause was determined to be due to abuse/ misuse. However, the reported condition related to the worn bearings was not confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a drill testing, it was observed that the motor device smoked and squealed, and had worn bearings. The event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.